Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were found to be worn. Evaluation revealed that the down and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The up and ok buttons responded appropriately. There was contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.